Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-09099.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Results - a microscopic inspection of the adapter also found a kink in the lead body and all lead wires broken at the site of the kink. Electrical testing of the adapter confirmed all of the lead wires measured electrically open. The event details state the impedances were 1300 to 1800 ohm, which are high impedances. This is consistent with the damaged lead wires noted in the pocket adapter during analysis. There are no states in the events details suggesting low impedances were observed. The cored septum of the ipg and adapter would have allowed fluid to migrate into both header assemblies, which can affect to system impedances and stimulation output. The impedances are typically low and the ipg output. The impedances are typically low and the ipg output is degraded. The damage lead wires noted in the pocket adapter would have resulted in high impedances and a loss of stimulation. The kink and broken wires noted on the adapter is consistent with repetitive stress to the pocket adapter while it had been implanted in the patient. The complaint of uncomfortable stimulation was confirmed and it was concluded it was the result of the cored ipg septum and damaged adapter lead wires.